Manufacturer narrative:
The investigation for positioning issues has been completed. The impella device was not returned for evaluation. Data logs were reviewed, and it was found out that there were "impella in aorta" alarms followed by "impella disconnected while running" alarm. The patient was big in size with big papillary muscles. Per the clinical information and data logs, the root cause of the positioning issue was most likely patient movement. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-03334: g1 reporting contact fax number missing h.6 code 4629, 2906, and 3038 were reported incorrectly. New code was added to medical device problem code and component code. D6a/d6b added.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient was taken back to the catheterization lab for repositioning. The impella was very difficult to reposition due to large papillaries and mitral valve structures. The impella came out of the ventricle all the way across the aortic valve and was unable to be reinserted. A new impella was inserted after removal.